Event description:
It was reported that a nrg transseptal needle was selected for use. A perforation was reported. The procedure was cancelled. During a watchman laac procedure, while attempting the transseptal puncture, the nrg needle punctured the aortic root. The set up for transseptal was normal flow, and the physician saw a visible tent in the septum before apply energy to the nrg. After entry was applied the air/bubble artifact was apparent in the aorta, maintained position and called for surgical backup. Thus, the procedure was cancelled. The patient was hemodynamically stable, and was taken to the surgery room for repair. The device is not expected to be returned for analysis. The patient was admitted to hospital beyond standard of care and patient did good, and it has been discharged. It was further confirmed that no perforation nor pericardial effusion was noted prior to procedure. Also, there were multiple pacemaker wires to work around to get to septum. No malfunctions noted with the device. In the physician's opinion, the nrg needle has contributed to the perforation, due to its usage.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.